Event description:
It was reported that the person with diabetes (pwd) was experiencing multiple line-blocked alarms caused by bent cannulas, requiring early replacement of his cleo 90 infusion sites. The most recent incident occurred the previous night, though does not recall the dates of earlier events. The patient noted that their very lean body type may be contributing to the cannula bending. The pwd also stated that they have no remaining cleo 90 infusion sets and does not have any backup supplies, including long-acting insulin or tandem equipment. The pwd current blood glucose was 256 mg per dl. There was no patient injury. Patient details were provided: the patient is a non-hispanic/latino, white male born on (B)(6) 2005, weighing 160 lbs.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 and d4 - updated. H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. If the product is returned, this complaint will be reopened for further investigation.